Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. Far r-wave oversensing was observed on auto mode switch segms. Programming changes were made.